Manufacturer narrative:
Eval: after the procedure, the hospital discarded the product. Since the product was not returned, an investigation could not be performed. Results: based on the reported complaint, this is potentially a case of the valve backing out of the luer fitting causing the balloon to deflate due to a defective valve subassembly. This problem is currently being investigated in our CAPA process. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B) (4)

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview 7xb short port btt inflation valve dislodged. An accessory kit was used to complete the procedure. The hospital did not report any pt complications. The product was discarded.